Event description:
It was reported boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6), 2011, to treat her urinary incontinence and rectocele. Reportedly, an ethicon gynecare tvt sling was also implanted during this procedure. Following this procedure, the patient continued to experience urinary incontinence and additionally presented with severe pain, constipation, and dyspareunia (date/s of onset unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
The patient's age was reported to be over 18 years. The procedure was a mesh placement procedure. The patient had a follow up surgery performed by a different physician at a different hospital in the (B)(6) 2011 (exact date unknown). The surgery was to treat the patient's pain, constipation, dyspareunia, and incontinence. During the procedure, the mesh was fully removed and another posterior repair was successfully performed without any mesh devices. It was reported that the patient has received physical therapy since the initial procedure. The patient was not prescribed any medication and there is currently no additional medical intervention planned. The patient is currently stable but still has chronic constipation and some pain. The physician reported that most of the pain has been resolved. No other information is available.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.